Event description:
Healthcare professional reported xen®45 gts events described as "several patients with good intraocular pressure (iop) reduction lasting 12 months, then xen became blocked resulting in vision loss to count fingers" in unknown eyes. Yag procedure was performed resolving iop and visual acuity.

Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.